Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported upon removal the string broke off leaving the tampon inside her vaginal cavity. She was able to manually remove the pledget. She did not experience any adverse health affects and did not seek medical attention.